Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one guidewire. Both the inner core and the outer coil wires were broken. Light usage residue was evident on the sample. The outer coil wire was severely elongated and entangled. Both weld tips were intact and the break in the inner wire was between the weld tips. Microscopic inspection of the break in the inner core wire revealed a sharp bend in the wire adjacent to the break. The break edge exhibited a partially granular surface. One side of the break surface exhibited increased luster. Inspection of the break in the coil wire revealed a granular break surface and a ¿cup and cone¿ shape. The sharp bend in the inner core wire and the region of increased luster were consistent with contact between the guidewire and a sharp metal edge such as the introducer needle bevel. The characteristics of the break in the coil wire were typical of a tensile break. It appeared that the guidewire was withdrawn against the needle bevel and subsequently pulled. The IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard. A lot review (lhr) of rez0054 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for evaluation.

Event description:
The wire allegedly came unraveled in the patient before they did their skin knick.